Event description:
I believe resmed is selling a product with a known defect. I received this vpap machine six days ago. Tried it for two nights and found it horrifically noisy. It was constantly waking myself and my wife up. It sounds like a wind tunnel. I contacted my dme provider (verus) and was told the machine has a problem with the water chamber seals. I then contacted resmed customer support and was told that it was the first they're hearing of this! Not possible, because the dme company has been aware of the issue for a long time! I've been on pap therapy for 17 years hence have a lot of experience with vpap machines. I am currently stuck with a faulty machine. Please help me! Thanks, (B)(6).